Event description:
During attempt to place a femoral arterial line for bp monitoring, guide-wire started to fray and could not be advanced. Attempts to pull wire back were unsuccessful. Needle was removed but the frayed wire remained in the patient. Patient expired, but this was not the cause of death. Manufacturer response for femoral arterial line cath kit/wire, femoral arterial line catheterization kit (per site reporter) investigating incident.